Manufacturer narrative:
This medical device should not have been reported as a medical device report (MDR).

Event description:
It was reported that the pulse generator exhibited no output; a 4 to 5 second pause was noted on surface electrocardiogram. The device remained implanted and the patient would be monitored with routine follow ups.

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.